Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 12/09/2021. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: no complaint lens was received, and therefore no product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was removed and replaced during the same procedure from a patient's left eye as it had a hole. Lens was discarded and only cartridge will be returned. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. No further information is available.